Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was reported to be 300 - 350 mg/dl. The customer took a correction bolus via the pump. The customer cleared the alarm and resumed insulin delivery. Troubleshooting was unable to be performed with tandem technical support, as this issue occurred in the past.

Manufacturer narrative:
.